Manufacturer narrative:
Procedure was performed to treat stres urinary incontinence. It was reported that following insertion of mesh the patient experienced pain, dyspareunia and vaginal scarring. The patient underwent a mesh revision on (B)(6) 2004 bl due to bladder perforation (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. Additionally, on (B)(6) 2004, mesh was implanted. It was reported that mesh was implanted to treat prolapse, enterocele and rectocele with concurrent adhesiolysis, scaro colpoperineoplasty and perivaginal repair. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.